Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number dtbc2qq is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant medical products: implantable pacing lead, product ID: 407652, implanted: (B)(6) 2013; implantable defibrillation lead, product ID: 6947m62, implanted: (B)(6) 2013; implantable pacing lead, product ID: 459888, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that an infection with red scars occurred. The implantable cardioverter defibrillator (ICD) system remains in use and no action has been taked at this time. The patient is a participant in the attain performa study. No further patient complications have been reported as a result of this event.